Event description:
During left knee arthroscopy the grasper tip broke off in the knee. The broken piece was retrieved. This process increased surgery and anesthesia time to two hours total. No further complications; patient was discharged.